Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The drain volume in question was not greater than 1.6 times the largest perscribed fill volume, not meeting iipv criteria. The false positive was caused by an incomplete fill. If any additional information is received, a follow-up will be sent.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012, 20:21:00. During night drain cycle two, the patient's ultrafiltration reading was 1385 ml, indicating the home patient (hp) drained 1385 ml more than their maximum programmed fill volume of 2300 ml. This information meets iipv criteria. No additional information is available.